Manufacturer narrative:
This report is submitted on february 08, 2018, (B)(4).

Event description:
It was reported the patient experienced swelling and pain with device use. A CT scan performed in (B)(6) 2018, revealed fluid or infection. Subsequently the patient was treated for infection (type of treatment not reported); however the issue could not resolved. The device was explanted on (B)(6) 2018. There are no plans to reimplant the patient with a new device as of the date of this report.